Event description:
Ibc (inflammatory breast cancer) from patient stating that her ivr(intravenous) pump tubing broke and she stopped infusion due to medication leaking. She stated that she was due to change tubing tomorrow but requires her son who lives 5 minutes away to assist with changing. Patient stated that she would immediately go to her son's house to quickly change tubing. Did the reported product fault occur while in use with the patient? Yes, did the product issue cause or contribute to patient or clinical injury? No; is the actual device available for investigation? Yes, upon patient return, did we replace device? No; did the patient have a backup device they were able to switch to? Yes, if yes, was the patient able to successfully continue their infusion? Yes, is the infusion life-sustaining? Yes, what is the outcome of the event? Resolved. Diagnosis for use: pulmonary arterial hypertension. Pt code: 4582. Device codes: 1069;1250. Ref report: mw5182769.